Event description:
It was reported that the patient experienced inflation issues, the cylinder would fill but not fully fill with an inflatable penile prosthesis (ipp). The ipp remains implanted and active.